Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Three videos showing the procedure were received. The details of the procedure and the causal relationship between the actual device and the harm that occurred were unknown. History investigation of the involved product code and lot number no anomaly was found in the manufacturing record and the shipping inspection record. Regarding the involved product, no similar reports attributable to the manufacturing process were found in the past two years. Please refer to section h10 for the importer's report on the reported event. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: during prostate artery embolization, the 016 gt-r was used with a 2.0 progreat microcatheter. While advancing the wire through the prostate artery the wire dissected the vessel, it was confirmed with angiogram. This caused the result of procedure to be an incomplete embolization. There was no blood loss, the patient left the room in stable condition. The procedure was an aortogram.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Appearance confirmation (visual inspection, microscope) - no anomalies in appearance such as kinks, peeling off, or abrasions over the entire length. - the distal end had been shaped. Dimensions - the outer diameter: it met the factory's specifications. No anomaly was found. Measurement of a butting resistance of the distal end as a result of measuring with the shape of the distal end returned to straight, the butting resistance met the factory's specification. It was equivalent to the factory-retained current product, and no anomaly was found. Provided videos three videos showing the procedure were provided. - it was not possible to determine the details of the procedure and the causal relationship between the actual device and the harm that occurred. History investigation of the involved product code and lot number - no anomaly was found in the results of the history investigation. - no similar event was found in the past complaint file. Based on the investigation results, no anomalies were found in the history investigation results, the appearance of the actual device, dimensions, or the measurement results of the butting resistance of the distal end. Additionally, although three videos showing the procedure were provided, it was not possible to determine the details of the procedure and the causal relationship between the actual device and the harm that occurred. Therefore, the anomaly noted in the complaint was not found in the actual device, and it was not possible to clarify the cause of the vascular damage by the guide wire. Ashitaka factory is committed to maintaining the product quality through the following control measures. - the outer diameter of the wire strand is controlled to assure the strength of wire strand. - before the packaging process, 100% visual inspection is performed to ensure that there are no anomalies such as peeling of the outer layer, abrasions, or kinks. The IFU of this product indicates as follows: - manipulate the glidewire gt-r slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy to avoid damage to the vessel. If any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire (and the catheter) and determine the cause carefully by fluoroscopy to take suitable remedial actions. Then remove the wire slowly without turning. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.